Manufacturer narrative:
(B)(4). Batch t5al25. Additional information received: can you please provide more event details?: see below. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)?: unknown, but I do not believe so, the device was never clamped on tissue, the jaws could not be opened upon entry through the trocar. The device was removed from the patient and fully fired on the back table. The jaws opened in the usual manner after the device was fully fired at the back table. Given the stapler fully fired at the back table, one might conclude it did not fire into lock out. Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)?: I believe this is the case. I was not in the room during the event. Or did the device fully fire and the knife blade advance completely to the distal tips of the jaws, but did not return automatically?: no, this is not what occurred was the device locked on tissue with the jaws closed?: the jaws of the device never closed on tissue. Upon the closed jaws entering the patient via trocar, the jaws were not able to be opened in the usual manner. The device was removed from the patient, and a new stapler was used to complete the case. If yes, how was the device removed?: n/a. Was the manual override attempted?: no. If yes, did it function as designed?: n/a. Did the jaws eventually open?: yes, the jaws opened in the usual fashion once the stapler was fully fired at the back table. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hand-assisted nephrectomy, device with a white cartridge was introduced to the patient through a trocar. The surgeon was unable to open the jaws of the stapler via the anvil jaw release button. After several attempts, the surgeon removed the stapler from the patient and opened a new stapler and cartridge. The surgeon completed the case with the second stapler. There were no patient consequences reported.